Event description:
It was reported that during a discectomy procedure, the probe broke off in the pt. It was verified under fluoroscopy that the probe remained in one piece and was fully removed. The procedure was completed with no adverse consequences.

Manufacturer narrative:
Based on the initial investigation, the event may be related to user-technique of the product during the procedure. It appears that the cannula was bent, which can cause the probe to break. The instructions for use include a warning that specifies that the cannula should not be bent and failure to comply may result in injury; as well as an alternate product to use if a curved cannula is needed.